Event description:
Arthroscopic I& d of right knee. Orange thigh stabilizer used and tourniquet pressure @ 300. Arthrex pressure irrigator @ 80 pressure and 100 flow settings per md. Total of (5) 3l bags of lr, (1) 3l and (1) 1l bags of bacitracin irrigation. Large quantity of fluid on floor. When case over and drapes removed edema noted to right upper thigh, scrotum, penis and lower abdomen. Doctor aware. Pt to pacu alert and oriented. Dr's x 2 consulted. Arthrex rep paged by surgeon. Tourniquet and irrigator to be checked by biomed with all disposables saved.